Event description:
It was reported to medtronic minimed that the customer experienced no communication between mobile device to pump. The customer reported no adverse event. The event involved product(s) mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on iphone xs (ios 15.7) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4) (item 3402296). After conducting a thorough investigation, we have identified bounding key issues which prevent the user to pair/repair. According to the logs provided this issue is related to esf (B)(4).the steps provided restart the bonding keys between the phone and the app so the customer should be able to repair correctly. The issue was confirmed. The following steps were provided: 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Open the app and attempt pairing again. 7. If issue is not resolved, wait 15 minutes and try all steps again. Please make sure the customer is following these steps in the exact order. Step number one cannot be replaced with the standard way to delete the app. So please make sure the app is deleted this unique way indicated above. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.